Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The clinical territory manager reported via phone call that the insulin pump was under delivering. Customer¿s blood glucose was unknown. Customer had hyperglycemia. Customer was treated with insulin pump. Customer stated that the drive support cap was normal. Customer was already uploaded to carelink. Troubleshooting was performed for under delivery. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.